Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced two cartridges that would not dispense insulin. A cartridge change was performed to resolve the issue. Customer's blood glucose level was not impacted.